Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege the following: patient discovered for the first time, on (B)(6) 2010, that his blood contained elevated levels of chromium, proximately caused by his depuy pinnacle/summit hip system in his left hip. Patient requires medical monitoring. He will require future blood tests, periodic exams, x-rays, CT scans, mris, and other tests, studies, procedures and medical services. Further, he may require revision surgery to explant and replace his depuy pinnacle/summit hip system. The patient's need for medical monitoring, surveillance and future medical treatment results from manifest physical injuries he has sustained including, but not limited to, the elevated level of chromium in his blood, and his hip and groin pain. The patient seeks the same type of medical monitoring as is being provided by depuy to asr users. Doi: (B)(6) 2004 - dor: no revision reported at this time (left side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Update: 11/14/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Left hip) doi: (B)(6) 2004 - dor: no revision reported at this time. (Left side). The devices associated with this report were not returned. A review of the device history records for lot codes 1121599 and 1168389 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers alleged the following: pt discovered for the first time, on (B)(6) 2010, that his blood contained elevated levels of chromium, proximately caused by his depuy pinnacle/summit hip sys in his left hip. Pt requires medical monitoring. He will require future blood tests, periodic exams, x-rays, CT scans, mris, and other tests, studies, procedures and medical services. Further, he may require revision surgery to explant and replace his depuy pinnacle/summit hip sys. The pt's need for medical monitoring, surveillance and future medical treatment results from manifest physical injuries he has sustained including, but not limited to, the elevated level of chromium in his blood, and his hip and groin pain. The pt seeks the same type of medical monitoring as is being provided by depuy to asr users.